Event description:
Co2 detector not working on ambu bag. Three times we have had 2 co2 detectors not to work and one mask that was defective. We are returning mask to representative, but do not have the two detectors.

Event description:
Co2 detector not working on ambu bag. Three times we have had 2 co2 detectors not to work and one mask that was defective. We are returning mash to representative but do not have the two detectors. Dates of use: at time of intubation. Diagnosis or reason for use: copd, pneumonia.